Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "internal error occurred - system reset required" message and inappropriately reboot and restart itself. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to damage consistent with liquid ingress within the device. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.